Event description:
Boston scientific received information that this pacemaker exhibited oversensing on the v-channel and inhibited pacing during implant procedure. The device sensed premature ventricular contraction (pvc) but its morphology was not pvc and nothing on surface electrogram (egm). The physician continued to monitor thinking that it may be air bubbles. They performed troubleshooting but it was not resolved. The physician decided to replace the device. This pacemaker was an attempted implant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted subtle damage to the rv seal plug. The other seal plug appeared intact and normal. Pin gauge testing, designed to verify proper port dimensions, was completed and passed all measurements. The oversensing was consistent with air bubbles escaping a damaged/cored out seal plug. Thus, the allegation against the device was confirmed through laboratory testing.